Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The description of event states: "the first clip was deployed. After deployment, while the delivery system was still in the patient, the trigger was depressed again. At this time, the hook came out of the deployment system and pierced the mucosa causing a bleed." The instructions for use state: "after clip deployment, continue to apply slight pressure on handle spool as device is removed from endoscope." This process would help prevent inadvertent contact of the hook end of the drive wire with tissue. Failure of the user to apply slight pressure on the handle spool as the device was removed from the endoscope likely contributed to the observation by the user. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual and functional inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user failed to apply slight pressure on the handle spool as the device was removed from the endoscope, against instructions for use, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used an instinct endoscopic hemoclip. They initially intended to use two (2) clips. The first clip was deployed. After deployment, while the delivery system was still in the patient, the trigger was depressed again. At this time, the hook came out of the deployment system and pierced the mucosa causing a bleed. A second clip was used to treat the bleed caused by the hook of the first deployment system. This device deployed successfully.